Manufacturer narrative:
Additional information: lot number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, unavailable. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a catheter placement procedure. It was reported that when the surgeon was attempting to use the passive planar probe in their procedure, the tracking kept flickering between red and green. The site had replaced spheres before calling technical services and adjusted their camera. The surgeon did not want to troubleshoot while on the phone and decided to continue the case using the pci. The issue extended the surgical time by 30 minutes. There was no impact on the patient's outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.